Event description:
Customer called in and stated that when the doctor inserted the floseal into the applicator, it looked normal, but when the floseal came out the opposite end of the applicator, it appeared a brownish color. The product was not used on a patient.

Manufacturer narrative:
This is being reported to the agency as a conservative measure. The sample has been received, and we have launched an investigation into this case. We will update to agency with the investigation findings as soon as possible.